Event description:
Device 2 of 3. MFR. Reference report#: 3006705815-2019-01857. 1627487-2019-05827. Follow up revealed that the patient's scs system was explanted.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3 MFR. Reference report#: 3006705815-2019-01857, 1627487-2019-05827. It was reported that the patient was not receiving adequate therapy. As a result, the patient may undergo surgical intervention at later date.

Event description:
Device 2 of 3 reference MFR report#: 3006705815-2019-01857. 1627487-2019-05827.